Manufacturer narrative:
Information added/updated to sections h6 (investigation findings and investigations conclusions) and h10. Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years.

Manufacturer narrative:
Information added/updated to section a2, a3a, b5, b7, h6 (clinical code) and h10 d6a. If implanted, give date: the implant date was only known as 2004. Thus, (B)(6) 2004, was used to calculate the minimum implant duration. This is one of twenty manufacturer reports being submitted for this article. This event previously included two patients. Following receipt of new information, each patient case has now been documented separately, and two individual reports are being submitted. H11: additional manufacturer narrative: the supplemental is being filed due to new information received. The investigation results were already submitted in the previous MDR.

Event description:
Per the medical article received from great britain: "short-term outcomes following transcatheter valve-in-valve implantation with portico or navitor valves: the barts heart center experience", the following event was identified as pertaining to an edwards device: a patient with a 23mm valve model 2625 implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately 19 years and 2 months due to degeneration. A 23mm transcatheter valve was implanted within the surgical device with no report of complication.

Manufacturer narrative:
B3: date of event: the date of the event is unknown; however, according to the article, the study period was from january 2020 to june 2024. Thus, the first day of the reported study period (1st jan 2020) was used as the occurrence date. H11: additional manufacturer narrative: article citation: tufaro, v., mukhopadhyay, s., opada, k., patel, k., ozkor, m., baumbach, a., & mullen, m. J. (2025). Short-term outcomes following transcatheter valve-in-valve implantation with portico or navitor valves: the barts heart center experience. Catheterization and cardiovascular interventions. Https://doi.org/10.1002/ccd.70176 this is one of twelve manufacturer reports being submitted for this article. Refer to report number ID 2015691-2025-09502, 2015691-2025-09503, 2015691-2025-09504, 2015691-2025-09505, 2015691-2025-09548, 2015691-2025-09536, 2015691-2025-09550, 2015691-2025-09563, 2015691-2025-09567 and 2015691-2025-09569 for additional events within the same article. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the review of medical article "short-term outcomes following transcatheter valve-in-valve implantation with portico or navitor valves: the barts heart center experience", the following events were identified as pertaining to an edwards device: 2 patients with a 23mm valve model 2625 implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately 21 +-3.4 years due to degeneration. A transcatheter valve was implanted within the surgical device with no report of complication.